Manufacturer narrative:
Follow-up #1: date of submission 04/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2014 with the following findings: the black box revealed a loss of prime warning associated with a low non-zero force. An ¿ez-prime¿ sequence and 24 duration test were successfully completed with no loss of prime warnings duplicated. The force sensor calibration was confirmed to be detecting the correct force. There was no contamination or damage found to the force sensor circuit when the pump cover was removed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a prime (unexplained loss of prime) issue. The distributor stated that the pump emitted loss of prime warnings without cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.